Manufacturer narrative:
This follow-up report is being submitted to relay additional and corrected information. D-4: this device is sold outside the us and therefore no gudid information exists. This device is considered similar to (B)(4). G-4: the reported product is not sold in the us, the pre-market submission number for the similar product sold in the us is k113369. Product was returned and visually assessed. No outer packaging carton or labels were returned. The outer cavity exhibits damage (punctured/fractured) and has cracked around the top of the cavity. The tyvek seal had been peeled back so opening the outer barrier. The implant was still packaged within the inner pouch, and it appears that remains intact. A review of the device manufacturing records confirmed no abnormalities or deviations. Review of the complaint history found no additional related complaints for this item and the reported part and lot combination. Based on the available information, the reported event can be confirmed. A definitive root cause could not be determined. Return of the outer box might have enabled the conclusion of damage during transportation and furthermore, it was not reported that the outer packaging was also damaged to support that. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Event description:
It was reported that it was discovered during the surgery that the packaging of the implant was damaged. No additional information is available.

Manufacturer narrative:
(B)(4). G2 ¿ foreign ¿ united kingdom. Investigation of this incident is currently ongoing. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.